Event description:
Follow-up information indicated it is unknown when the pain at the ipg site began. Since the ipg was relocated the patient has not reported any further experience of pain at the ipg site. Device information was provided to the manufacturer and has been added to this report.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient ((B)(6)) experienced pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2016 and the ipg was relocated. The device information was requested but has not been supplied to the manufacturer.